Event description:
The complainant reported a 55-year-old female patient presenting for acute myocardial infarction and cardiogenic shock. Following implant, reduced flows were noted distal to the 14 fr sheath. The pump was explanted as a result of the condition and the patient¿s ischemia resolved. The physician noted that despite the condition, the pump successfully supported the patient throughout the scheduled procedure.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.